Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent explantation on a different date, (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant. During visual evaluation of the device, a tear measuring approximately 0.2 cm was observed on the posterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jan-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information regarding replacement devices. The patient underwent replacement with 430cc mentor siltex gel breast implants on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old latin american female patient underwent a breast augmentation primary with a 275cc mentor siltex round moderate profile saline breast implant and experienced postoperative bilateral deflation. The patient reported waking up with the left breast completely flat, and also had discomfort during sleep. She also reported that the right side seems to be leaking as well as it is getting smaller. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.